Event description:
Event 1 [redacted date], lot 31439205l: there was a temperature sensor malfunction of the ablation catheter after it was placed into the patient. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted date], lot 31419882l: the ablation catheter displayed noise on the EKG after placement into the patient. The catheter was removed with no harm to the patient. Event 3 [redacted date], lot 31366329l: there was a sensor error after the ablation catheter was placed into the patient. The ablation catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg made aware by site.